Manufacturer narrative:
Integra has completed their internal investigation on 09/18/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: a batch history record review indicates that the catheter met requirements before release. Mfg date: 28 jan 2014, exp date: 30 non 2016. Complaint history, model 110-4xxx, from aug-2014 through jul-2015 reviewed;the failure rate is (B)(4). Conclusion: a review of the device history record did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additional information received from the complainant does not allow for confirmation nor denial of reasonably foreseeable misuse of the catheter or accessories. Additionally, because the product was not returned for evaluation, no root cause established for the failure mode described in the customer complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The catheter was not functioning properly. The biomedical engineer tested the cam02 monitor and it tested with no problem. The catheter was found to be not working when he tested it. This catheter was already placed in the pt. When they found at the time that the monitor was not working/reading the catheter, they replaced both catheter and monitor and everything worked fine. No other pt info known. Linked to mfg report number: 3006697299-2015-00104.